Event description:
It was reported that during laparoscopic roux-en-y gastric bypass procedure, the "seals (were) bad on sleeves - gas leaking" on two devices. The devices were replaced. There was no pt injury. This report is for the second device. See MFR #2134070-2013-00003 regarding the first device.

Manufacturer narrative:
Final device investigation found that the device was returned with the seal cap partially cracked/split at the weld seam. The device history record was reviewed and no discrepancies were noted.